Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned; however, the investigation has not been completed yet. Once the investigation is complete, a supplemental report will be submitted. This report addresses the second coil. The first coil is referenced under MFR report # 2032493-2022-00276. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization treatment of a pcom aneurysm, two coils prematurely detached from the delivery pushers. No patient harm or intervention was reported. The patient outcome was reported to be good. This report addresses the second coil. The first coil is referenced under MFR report # 2032493-2022-00276.

Manufacturer narrative:
Corrections: h.6. Component code: remove 4755; add 761 and 3157. Investigation findings: remove 3233; add 3211. Investigation conclusions: remove 11 and 22; add 19. Device evaluation: the investigation of the returned coil system found the implant stretched on the proximal end, but still attached to the delivery system with no signs of activation using a detachment controller on the pusher's heater coil. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing retraction forces over specification.